Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned and no lot number was provided for evaluation. A CAPA was opened to investigate the overinfusion alarms and a manufacturing defect for a single lot was identified which allowed an internal leak from one portion of the fluid path to another. The location of the leak bypasses the fluidic resistor, and therefore the "flow dial" is unable to stop the flow of fluid when outside of the pump. The leak results in the pump declaring one of the following 2 alarms: - a "pump problem" fail-stop alarm (due to over-infusion detected by control system during infusion) - a "tubing set problem" fail-stop alarm (due to a leak detected by control system during infusion) when the pump problem alarm is declared, the user is prompted to remove the administration set. If the user ejects the set without a slide clamp engaged the leakage will continue. If the set is connected to a patient at the time, the infusate will continue to be delivered to the patient. The investigation was able to confirm that a single lot was affected due to this manufacturing defect as the nest alignment issue was addressed before the production start of the next lot. The most likely root cause identified is: inadequate nest leveling installation carried out at contract manufacturing site which resulted in a degraded weld quality. Action plans have been developed to ensure proper nest alignment and verification via procedural and rmf updates, training and updated leak tests.

Event description:
The following has been reported: biomed reported: I have 4 more pumps that are failing at the cancer centers. No pt harm but all stopped infusions. Lvp-0004 s/n (B)(6). A preliminary review of the logs identified the following issue: overinfusion alarms (fail-stop) an active infusion not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.